Event description:
It was reported that while the patient was travelling thailand, he observed pus coming from the implant site of the pacemaker. The patient did not recall any trauma to the device site, though it had been sore for a few days. The patient was from australia and due to return on july 2, 2023. Technical services instructed the patient to contact his regular physician upon return to australia. The pacemaker remains in service. It was additionally reported that the pacemaker was explanted in australia and the patient received a temporary pacemaker while undergoing treatment for infection. It was planned to re-implant the patient after recovery.

Event description:
It was reported that while the patient was travelling thailand, he observed pus coming from the implant site of the pacemaker. The patient did not recall any trauma to the device site, though it had been sore for a few days. The patient was from (B)(6) and due to return on (B)(6) 2023. Technical services instructed the patient to contact his regular physician upon return to australia. The pacemaker remains in service.